Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedances were >40,000 ohms. It was stated that the lead was left in place and the surgeon was having difficulty inserting the tails of the lead into the implantable neurostimulator (ins) connector block. It noted that ¿due to the leads remaining in the body and at a higher temperature, the leads became very flexible and difficult to work with.¿ the healthcare provider (hcp) visually inspected the ins and did a fluoroscopy of the ins, in which it ¿appeared that everything was lined up.¿ however, the impedance readings were still >40,000 ohms and ¿kept changing.¿ it was noted that the hcp cleaned the lead with antibacterial solution. Hcp continued to work with the leads and was able to get them in properly. A final impedance check revealed that all contacts were within range, expect 10 which was ¿previously known to be out of range and unnecessary for programming.¿ it was stated that the problem was ¿completely resolved¿ and the patient was getting ¿excellent therapy.¿ if additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).